Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient underwent a head and liner revision due to unknown reasons. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). D10: (B)(6), g7 pps ltd acet shell 60g 6278180; (B)(6), g7 neu +5mm arcomxl lnr 36mm g 6279288. Proposed component code: mechanical (g04)-stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2. Upon receiving additional information, it was determined the reported event has no allegations against the device, therefore this report should be voided.